Event description:
Boston scientific received information that this right ventricular (rv) lead had previous reported issues. During an elective device upgrade, this rv lead displayed high sock impedances through the new device and through the pacing system analyzer (psa). Boston scientific technical services (ts) was consulted and discussed that an rv lead issue could not be ruled out. As a result the rv lead was capped and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.